Manufacturer narrative:
Additional pro codes: gff, gfa, hsz. Initial reporter is company representative. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) of the left distal femur. While placing a medial plate to buttress before putting on lateral 4.5 va condylar plate, drilling for a 3.5 cortical screw with 2.5 drill bit (310.25) at a slight angle. The 2.5 gold drill bit broke off at the end tip leaving 1/2 - 3/4 inch of the device inside and remained in the patient bone above condyles. It was noted that there is no plan to remove the broken piece. The surgeon used a different 2.5 drill bit to continue drilling and filling with 3.5 cortical screws before moving over to the lateral side and completing the procedure. There was barely a delay in the case and no other issues were reported during the procedure. Concomitant device reported: unknown cortical screw (part # unknown, lot # unknown, quantity unknown), unknown va condylar plate (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) 2.5 mm drill bit/qc/gold/110 mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: the 2.5mm drill bit/qc/gold/110mm (part # 310.25 / lot # u342379) was received at us cq. The bit of the device was broken, no fragments were returned. There were no other defects identified. The received condition was consistent with the complaint condition thus the complaint was confirmed. Dimensional inspection: shaft diameter was measured and found to be conforming per relevant drawings. Drawing: conclusion: the overall complaint was confirmed for the received 2.5mm drill bit/qc/gold/110mm as the bit was broken. Although no definitive root-cause can be determined its possible the device experienced unintended forces while in use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: a DHR file could not be reviewed as it has not yet been scanned into tungsten as of (B)(6) 2019 , but jde confirmed that the lot was released for sale (B)(4) 2019 if a DHR file becomes available in the future, the review (of the DHR) will be revisited. A search in mdd non-conformance module confirmed that no non-conformance occurred during manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.